Event description:
My breast implants are killing me. Diabetes, high blood pressure, fibromyalgia, depression, fatigue, inflammation, brain fog, shortness of breath, memory loss, anxiety, pain, joint pain, ibs, gerd, acid reflux, weight gain, hair loss, dry skin, blurry vision, dye eyes, trouble sleeping, high calcium levels, anemia, migraines, trouble concentrating, mood swings, rapid heart rate, muscle weakness / tightness. (B)(4).